Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This is as expected given that the recipient was explanted due to an infection with skin dehiscence that did not respond to medical or surgical treatment. Cultures showed staphylococcus aureus growth, which is commonly found on the skin surface and oral cavity, and is frequently involved in surgical site infections, and infections of the ear and implantable devices. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
After a successful implantation in (B)(6) 2022, complications arose in (B)(6) 2023 with an inflammatory infiltrate and hematoma requiring hospitalization, incisions, drainage, and multiple visits to medical facilities. Despite initial improvements and continued treatments, a persistent soft tissue defect appeared in (B)(6) 2023, along with wound cultures indicating staphylococcus aureus. The recipient received 2 surgical wound care and plastic surgeries, however, did not resolve the wound healing problems and was therefore explanted due to skin flap infections. The child was explanted on (B)(6) 2023. At explantation, the skin over the device was not intact. The removal of the implant revealed productive and acute inflammation, hemorrhages, and necroses.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
After a successful implantation in (B)(6) 2022, complications arose in (B)(6) 2023 with an inflammatory infiltrate and hematoma requiring hospitalization, incisions, drainage, and multiple visits to medical facilities. The child was explanted on (B)(6) 2023.